Event description:
Customer reported getting erroneous patient results for multiple analytes which includes carbon dioxide (co2), creatinine (crea), glucose (glu), calcium (cala), total bilirubin (tbil), aspartate aminotransferase (ast), and magnesium (mg) and getting 3230 sample short alarms with ¿#¿ flag on their au5800 clinical chemistry analyzer (pn b96698 sn (B)(6)). The customer did not provide erroneous patient results or patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) confirmed that the probable cause was identified as a malfunctioning multiple parts at the customer site. Issue was resolved by replacement of multiple parts which includes outer sample transfer assembly, outer inner wash dispenser, tube mounting bracket, tightening sample syringe and all screws and reperforming outer sample probe alignments to resolve the issue. Sections a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).